Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device evaluation, that the colono videoscope exhibited foreign material on the universal cord. There was no patient involvement.